Event description:
Reportable based on analysis on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, the balloon was unable to cross the lesion. The target lesion was located in an unspecified coronary vessel. The 20mm x 2.5mm maverick balloon catheter was unable to cross the lesion. The procedure was completed with another of the same device. No complications were reported and patient status is good. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified blood within the balloon which is evidence of a device leak. The device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to solidified contrast media within the inflation lumen. The device was soaked in a water bath at 37 degrees to help soften the solidified material. A further inflation attempt identified a balloon leak. A pinhole was confirmed in the distal balloon body. A visual examination identified kinks at various locations along the hypotube which is evidence of excessive force being applied to the device during use/handling. A visual examination of the tip confirmed no damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).